Event description:
It was reported that the patient presented to the emergency room not feeling well. An electrocardiogram revealed that the pulse generator exhibited intermittent atrial loss of sensing. On (B)(6) 2015, the patient returned for follow-up with pacemaker mediated tachycardia. After the device was reprogrammed, the device resumed normal function. The patient remained symptomatic.

Manufacturer narrative:
UDI (di): (B)(4).